Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Instrument fell apart, one part is totally divided and can not cut with it. This instrument was used in a cardiosurgery.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the loosened screw. Here we found no visible damage or failure. Next we made a visual inspection of both scissor parts. Here we also found no visible damage or failure. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably maintenance related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. We assume a loosened screw as the causal factor. The scissor parts, thread of the scissor part, screw, and the screw thread dont reveal a defect. There is the possibility that the screw may have loosened during usage or reprocessing procedure. No CAPA is necessary.